Event description:
The customer reported that the etco2 was not functioning and the device displayed check exhaust port, and also no wave form. No patient involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.